Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the upper lobe artery, the stapler with the loading unit was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. They opened another handle and load to complete the case. There was no patient injury.